Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue. However, revealed that the nurse call light turns on and off at the nurse call test fixture when using the returned nurse call cable and weight is off the sensor pad, but only when the cable is wiggled. The nurse call light comes on when it should when using a new nurse call cable. The unit passes all other tests performed. The returned nurse call cable light turns on and off at the nurse call test fixture when weight is off the pad, but only when the nurse cable is wiggled. Additional investigation revealed that the nurse call cable wire is broken. Note: instructions for use states: when using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the pt unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. Note: there will be no alert at the nursing station or at the bedside if the nurse call cable is unplugged from the alarm. (B)(4).

Event description:
Customer reported the alarm sounds continuously when in use with the nurse call cable. The batteries have been replaced with a new supply. There is no visible damage to the outside of the case. Customer did not know the date when the issue was discovered. No pt incident or injury was reported.